Event description:
Caller alleged discrepant precision results compared with another inratio meter. Results as follows: patient: 1, inratio a: 4.3, inratio b: 2.9. The same finger stick was used for both tests.

Manufacturer narrative:
Investigation pending.